Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows that hcp was holding the filter storage tube inside a filter was seen and a pusher catheter. The pusher wire also completely detached from the catheter. Therefore, the investigation is inconclusive for the reported failure to advance as no objective evidence was provided for review and the investigation is identified and confirmed for the detachment as the pusher wire is seen completely detached from the catheter. A definitive root cause for the reported failure to advance and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter system became stuck and could not be advanced. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one denali filter kit. On visual evaluation, the pusher wire was noted to be missing from the distal portion of the pusher wire. The touhy borst adapter and filter storage tube were noted to be loaded together. The filter was received within the filter storage tube. What appeared to be the detached pusher wire segment, was noted within the proximal area of the filter storage tube. During functional testing, the loaded touhy borst adapter was offloaded from the filter storage tube for further evaluation. No anomalies were noted throughout the touhy borst adapter. An in house mandrel was used to deploy the filter from the filter storage tube. Slight resistance was felt during test. The filter deployed successfully. Filter limbs were present, and no filter legs were noted to be crossed. Remaining portion of the pusher wire was deployed from within the filter storage tube. The proximal end of the wire was noted to be bent. One photo was provided and reviewed. The photo shows that hcp was holding the filter storage tube inside a filter was seen and a pusher catheter. The pusher wire also completely detached from the delivery system. Although, the filter was removed from the storage tube using a mandrel, the investigation is inconclusive for the reported failure to advance as the conditions of use cannot be recreated. And the investigation is identified and confirmed for the detachment as the pusher wire is seen completely detached from the catheter. A definitive root cause for the reported failure to advance and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter system became stuck and could not be advanced. The procedure was completed using another device. There was no reported patient injury.